Event description:
The customer was contacted on (B)(6) 2011 via the accutni msp customer contact program, initiated by beckman coulter. Customer indicated some occurrences of non-reproducible false positive accutni result. The event will be assumed to be worst case scenario and that a false positive accutni patients' result was recovered above the ami cut-off with repeat results recovering within the normal reference range. A root cause for this event was not determined.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).